Event description:
Customer reported cine runs while in subtraction mode is being superimposed over previous cine mask. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the system interface and rtos pcbs. System operates as intended.